Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the shock button failed. The rse evaluated the device remotely. The customer was guided to rerun the operational check, and the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, there was no device malfunction found. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer reran the operational check and there were no issues observed. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the shock button failed. It was indicated that the shock was delivered but the device still gave a red fail, and the customer is concerned that it will not work if needed. The device use at the time of the event was unknown. However, there was no reported patient impact or injury. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.